Event description:
I have had an adverse event following the use of acuvue oasys for astigmatism contact lenses recently prescribed by (B)(6). To preface, I have used the acuvue oasys with hydroclear plus contact lens product since their release in 2005 and have always had an incredibly positive experience with this brand. After nearly twenty years of exclusive use, I have developed an adverse reaction upon using the acuvue oasys for astigmatism contact lenses in the teal-colored blister pack, which began the day of my optometry appointment with (B)(6) on (B)(6) 2024. The reaction felt very similar to conjunctivitis, causing an extremely dry and gritty feeling with redness, minus the presence of discharge, and blurry vision also developed. All of these symptoms affected both eyes. I was forced to remove them (B)(6) 2024, and as of (B)(6) 2024 I am still experiencing both discomfort and dryness after two days of removal of the lenses, with a present burning sensation when I close my eyes. I have received medical care on (B)(6) 2024 and had been prescribed medicated eyedrops to relieve my symptoms and rule out a bacterial infection, while using supplemental over the counter eyedrops to relieve dryness in between doses. However, these symptoms are still present as stated prior. After further research into my symptoms, several other complaints have been made regarding the acuvue oasys for astigmatism contact lenses product in the teal-colored blister pack which mirror my symptoms and discomfort to the letter. I request that the acuvue oasys for astigmatism contact lenses in the teal-colored blister pack be placed under review for a potential recall.